Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the clutch system is damaged. Once replaced, the imaging system then passed the system checkout and was found to be fully functional. The device was discarded so no further analysis could be completed. Concomitant medical products: other relevant device(s) are: product d: bi31000936. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the image acquisition system (ias) clutch system is not functioning. There was no patient present when this issue was identified.